Event description:
It was reported that this right atrial (ra) was explanted due to dislodgement and intermittent capture. It was identified by x-ray. New lead was implanted. No additional adverse patient effects were reported.